Event description:
Device 1 of 3. Reference MFR report #1627487-2014-08139 and 1627487-2014-08140. The patient has two model 3166 leads from the same lot. It was reported the patient was experiencing discomfort at her lead sites when stimulation was on. An sjm representative met with the patient and reprogrammed and achieved effective stimulation, but the patient still wanted to move forward with revision surgery. The patient's leads were repositioned on (B)(6) 2014. Patient was programmed post-op, but coverage was not optimal. An sjm representative met with the patient again on (B)(6) 2014 for additional programming, and the patient now reportedly has effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.